Manufacturer narrative:
Pump passed displacement test. Unit was received with cracked battery tube threads, cracked case along the side of the battery tube, cracked reservoir tube lip, partially detached reservoir retainer, scratched case, missing display window cover and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. Customer stated there was a crack on the compartment. The customer¿s blood glucose level was 516 mg/dl when they woke up the morning they reported the incident. Customer declined troubleshooting and treated the high blood glucose with injection. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.